Event description:
It was reported that backflow occurred while using a folfusor elastomeric device during filling of an unknown antibiotic. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 12h055 was manufactured between august 14, 2012 and august 15, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The device was visually inspected and functionally leak tested per product specifications. As a result, a leak was observed at the fill-port. The leak was a result of cracks on the fill port, though no cause can be determined as to the cause of these cracks. Should additional relevant information become available, a supplemental report will be submitted.